Event description:
It was reported the pt has not used or charged his scs ipg in approx a year. The pt's ipg battery has depleted and the device is inoperable. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.